Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 415 mg/dl. Device passed the displacement test and was able to rewind. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor the device. Customer will not be returning the device for analysis.